Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 7.4 cm from the terminal pin. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the implantable cardioverter defibrillator associated with this right atrial lead delivered eight shocks for an arrhythmia. An open circuit fault was reported on the final shock for a high, out-of-range saturated (over 145 ohms) impedance measurement. The last shock delivered appeared to convert the rhythm. The patient subsequently expired; they were reportedly receiving external defibrillation at the time of death. It was not noted if the timing of the device-delivered therapy and external defibrillation overlapped. A copy of device memory was preserved and submitted for analysis. Engineering review of device data found that there were no other device alerts other then the open circuit message. This review confirmed that shock impedance had remained within normal range prior to delivery of the eighth, reverse-polarity, shock. Following that shock, rv impedance measurements were in the 1-5 ohm range and right atrial and shock channels both showed as saturated. This lead has been returned for analysis.